Event description:
The vad coordinator reported that the pt was found expired by the family at home. The pt had been expired for 4 hours while connected to the power module with no alarms. The hospital attempted to retrieve the log files on the system controller to identify pump function at the time of the event; however, they were not able to upload information on the history screen. The pump is not returning for eval as there was no autopsy report and the pump was buried with the pt.

Manufacturer narrative:
According to the information provided to the MFR, the pump was buried with the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.